Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 491 mg/dl. Customer stated infusion set had leak. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.